Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Original surgery was performed on (B)(6) 2016. It was reported that dr. (B)(6) noticed that the tibia had loosened. Revision surgery date is unknown at this time.

Event description:
Components in use listed as concomitant devices are: nx036z / as vega ps femoral comp. Cemented f7r, nx058z / as vega ps tibial plateau cemented t4+, nn264z / as tibial obturator d14mm, nx140 / vega ps gliding surface t4/4+ 10mm, and nn484 / columbus patella 3-pegs p4 36x10mm.

Manufacturer narrative:
Components in use listed as concomitant devices are: nx036z / as vega ps femoral comp.cemented f7r, nx058z / as vega ps tibial plateau cemented t4+, nn264z / as tibial obturator d14mm, nx140 / vega ps gliding surface t4/4+ 10mm, and nn484 / columbus patella 3-pegs p4 36x10mm. D1. Brand name: as vega ps femoral comp.cemented f7r. D2 common device name: femur implants vega system. D4. Model and catalog # nx036z. D4. Expiration date: 12/01/2022. F9. Age of device: 4 years.

Manufacturer narrative:
Additional information provided: event: components iin use listed as concomitant devices are: nx036z / as vega ps femoral comp. Cemented f7r, nx058z / as vega ps tibial plateau cemented t4+, nn264z / as tibial obturator d14mm, nx140 / vega ps gliding surface t4/4+ 10mm, nn484 / columbus patella 3-pegs p4 36x10mm. Brand name: as vega ps femoral comp. Cemented f7r. Common device name: femur implants vega system. Model and catalog#: nx036z. Expiration date: 12/01/2022. Age of device: 4 years.

Event description:
Components in use listed as concomitant devices are: nx036z / as vega ps femoral comp. Cemented f7r, nx058z / as vega ps tibial plateau cemented t4+, nn264z / as tibial obturator d14mm, nx140 / vega ps gliding surface t4/4+ 10mm, nn484 / columbus patella 3-pegs p4 36x10mm.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all other lot numbers (51911582, 52133997, 52199683, 51786398, 52177627) and found to be according to the specification valid at the time of production. Similar incidents have been filed with products from batch 52199683. No similar incidents have been filed with products from any of the other batches. Conclusion and root cause: no product available, and therefore a complete analysis is not possible, but based on the information available, it appears the root cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage or patient related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. Unfortunately, due to a lack of data and without the product we can not determine the exact cause. Corrective action: product safety case (B)(4), any action regarding CAPA will be addressed with this case.